Event description:
Customer reported device was non-functional. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed reverse locking mechanism was blocked, the trigger jammed, soft switch not open and device does not function. Repairs were made by replacing various components and the device returned to customer on (B)(4) 2013. The complaint is indeterminate. (B)(6). Placeholder.